Manufacturer narrative:
UDI: (B)(4). The device manufacture date is currently unavailable. Device manufacture date: the device manufacture date is unavailable. The reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the kincise cup-adapter-pinnacle device had a bad thread on it. It was further reported that while in use, the device pulled the cup back out. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as 9/13/2017. Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device. A visual and functional assessment was performed which determined that the adapter device met all specifications and no failures were identified. It was further determined that the adapter was re-threaded on and off the pinnacle straight with no issues or defect found. Therefore, the reported condition was not confirmed, and an assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.